Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited far field oversensing that led to inappropriate mode switch. Technical services (ts) recommended potential programming changes. This crt-d remains in service. No adverse patient effects were reported.